Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08-aug-2018 with the following findings: pump was returned with display dim with red hue. Battery compartment is cracked from the threads to the bumper pad. During investigation, the pump was powered up to a dim and red display. Unrelated to the original complaint, the battery compartment was cracked from the threads to the bumper pad. Additionally, a hard call service 069 alarm occurred at power up. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.